Event description:
It was reported that during a recanalization procedure, tip detachment occurred. Vascular access was gained via the femoral artery. The 100% stenosed, 4.0 to 5.0 diameter target lesion was located in the non-tortuous and non-calcified right femoral artery. A 6.0x100mm non-bsc stent was deployed in distal superficial femoral artery (sfa) to proximal popliteal and post dilated with a 6.0x80mm non-bsc balloon. As there was no flow in the vessel below the knee the v-18 control wire was inserted through a puncture needle. The wire was unable to cross the target lesion and upon removal 10cm of the distal tip was missing from the wire and inside the patient. The detached tip was removed with a non-bsc catheter. Following the procedure flow was restored to the target lesion. No additional patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).